Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had particles in an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in august 2024. H11: twenty-seven (27) devices and eight (8) photographs were received for evaluation. A visual inspection was performed, and particles of foreign matter were observed enclosed in the sealed product packaging. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.